Event description:
It was reported that the patient had a possible right ventricle perforation. It was also reported that the patient had a pericardial effusion requiring an incision for drainage. The right ventricular (rv) lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.